Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 3,4 and 5 (counting from proximal to distal end of stent) were damaged, struts from row 5 were lifted and bent back distally. The crimped stent od (outer diameter) of the remaining undamaged portion of the stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 12 synergy¿ drug-eluting stent was selected to treat the lesion. Upon advancing onto the guide catheter, the guide catheter dislodged and the synergy¿ stent delivery system was removed. The guide catheter was re-engaged. Prior to re-advancing the synergy¿ stent into the guide catheter, it was noted that the stent strut was kinked and poking out. The device was removed and the procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 12 synergy drug-eluting stent was selected to treat the lesion. Upon advancing onto the guide catheter, the guide catheter dislodged and the synergy stent delivery system was removed. The guide catheter was re-engaged. Prior to re-advancing the synergy stent into the guide catheter, it was noted that the stent strut was kinked and poking out. The device was removed and the procedure was completed with another of the same device. The patient's status was stable.